Manufacturer narrative:
Product event summary analysis confirmed the customer comment that the upper and lower cases were broken, and found that the battery release and battery drawer were contaminated, two side bail covers were broken, the battery contacts were compressed, the liquid crystal display (lcd) was out of specification (segments were missing) and that a lcd screw was missing. (B)(6). (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
The external pulse generator was returned because it was dropped, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.